Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump went to the emergency room and was subsequently hospitalized due to blood glucose level of 709 mg/dl and diabetic ketoacidosis. The customer was treated with intravenous insulin and saline and was discharged on (B)(6) 2021 with no permanent damage. Reportedly, the pump battery had fully depleted and the pump shut off due to the customer not charging the pump. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully.